Event description:
It was reported during a procedure to remove a fibroid the pouch tore and a second pouch was used to remove the specimen and the case completed. Dr stated that he had a highly calcified fibroid in the bag and as he removed the bag it tore. He does not know if a piece was left in the pt or not. No intervention performed to date.